Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant medical device(s): standard humeral stem. Replicator plate. Torque screw. Humeral head.

Event description:
As reported, approximately 11 years postop the initial l tsa implant, this (B)(6) y/o female present with increasing pain without moi. A scope biopsy was completed and cultures taken and showed deep infection. A revision was completed on the l shoulder. Devices will not return due to clinical study policy. Outcome was noted as "continuing".

Manufacturer narrative:
(D10) concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6). 314-02-03 - equinoxe glenoid, pegged alpha, medium: (B)(6).

Event description:
Approximately 10 year(s), 9 month(s) and 27 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced deep infection. The patient had increasing pain without moi (mechanism of injury). Previously biopsied cultures showed infection. This was reported on 1038671-2021-00009. The patient underwent a standard total revision, and the outcome of this event is now considered resolved. The clinical report indicates that this event is unlikely related to the device(s) and/or to the procedure. This event was reported through clinical trial study data collection activities and no other information is available at this time.